Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up, high rv lead pacing threshold was observed. The physician increased ventricular output voltage. Micro-dislodgement was suspected. The patient will be monitored.